Event description:
Home patient (hp) contacted baxter's technical svc ctr (tsc) to troubleshoot a system error (se) 2240 alarm in iniital drain. During the course of troubleshooting. Pt noted that hp felt pressure in hp's upper abdominal area. Reportedly, after prime was completed, hp confirmed that the pt line of the homechoice (hc) set was completely primed. Hp stated that upon connection hp noticed a strange sound. Hp then noticed that the fluid was broken up by air bubbles while flowing through the tubing. After noting the air bubbles, hp received a "check lines and bags" alarm. Hp checked the hc set and solution bags for leaks or kinks and no problems were noted. Shortly after receiving the "check lines and bags" alarm, the hp received a se 2240 alarm. Hp then discontinued treatment, discarded used supplies and set up new supplies to complete therapy. Hp called rn, as instructed to by tsc, to notify them of the incident. Per hp, rn suspected that the pressure felt in the hp's abdominal area was related to excess air. Per hp, rn instructed the hp to perform exercises to relieve excess air. No medical intervention was required per hp.